Event description:
When the clinician put the sharps in the sharps container, something in the sharps container hit the hole in the bottom of the safety barrel of the insyte autoguard just right and caused the contaminated needle of the insyte autoguard to pop back out and stick the clinician.